Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that electrodes 8-15 were reading high impedances with values of greater than 10,000. It was noted that the patient had less than 50% therapy relief at the lead location. The reporter noted that the impedance issue did not improve and that there was no obvious cause. No x-rays were taken to date. After reprogramming using electrodes 0-7, the patient had improved stimulation coverage including some of her new pain complaints. After the session, the patient felt her issue had resolved and she was receiving effective therapy. Any further actions taken would include reprogramming first but the reporter had no heard back from the patient.